Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-01754. The subject ues-40s was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device, and found that the power was not turned on. The subject device worked normally after replacing the power supply unit of the subject device with a spare power supply unit. The manufacturer of power supply unit is going to investigate the power supply unit of the subject device. Omsc reviewed the device history record of the subject ues-40s and confirmed no irregularity. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019 -01754. We could not ask the power supply unit maker to investigate the subject power supply unit, because the subject power supply unit manufactured about 8 years ago. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject power supply unit by the power supply unit maker. As about 8 years has passed since the manufacture date of the subject power supply unit, omsc surmised that the subject power supply unit was faulty by aging degradation or other. The instruction manual of the ues-40s states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ues-40s has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject ues-40s to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the transurethral resection of prostate with the ues-40s, the subject ues-40s was turned off suddenly. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.